Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 10 mg/dl. The paramedics were called and customer was transported to the emergency room (ER). Customer was treated with glucose tablets and glucagon, but could not recall other exact treatments received. Customer was released on the same day and felt "stable." Reportedly, the pump's basal iq software delivered insulin when it should have not delivered. Review of the pump logs by tandem technical support indicated the pump was performing as expected.